Manufacturer narrative:
It was reported that the ventilator did not reach the set o2 concentration value. During an on-site investigation by our field service engineer, verification was performed and no deviations were found. The o2 concentration maintained the required value during the tests. No parts have been replaced and no abnormalities were found during the ventilation with a test lung. The reported issue could not be reproduced. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator did not reach the set o2 concentration value. There was no patient harm. Manufacturer's ref. #: (B)(4).